Event description:
It was reported that prior to a brachytherapy procedure, user reported inaccurate information. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a device history record review was performed for the seeds. This lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Customer service provided copies of the seed order form and the brachytherapy decay calculator. The activity was correctly entered into the erp and activity calculator; however, the reference date was incorrectly entered as (B)(6) 2021 when it should have been (B)(6) 2021. This error was a result of an order entry error which occurred during the customer services entry process. Therefore, the investigation is confirmed for the reported issue and the root cause is a customer service order entry error. Labeling review: labeling was reviewed and found to be inadequate. The activity and reference date on the tray and shield labeling indicated midpoint 0.543mci on (B)(6) 2021. The activity was correctly entered into the erp and activity calculator; however, the reference date was incorrectly entered as (B)(6) 2021 when it should have been (B)(6) 2021. This error was a result of an order entry error which occurred during the customer services entry process. (Expiry date: 03/2022).